Event description:
A report was received that the patient will undergo a lead revision due to pain at the incision site. The patient's symptoms are painful and burning sensations when the leads are activated. The physician believes it could be the header of the splitters causing the pain. The physician plans on cleaning scar tissue away from the lead site.

Event description:
A report was received that the patient will undergo a lead revison due to pain at the incision site. The patient's symptoms are painful and burning sensations when the leads are activated. The physician believes it could be the header of the splitters causing the pain. The physician plans on cleaning scar tissue away from the lead site.

Manufacturer narrative:
Additional information was received that the physician explanted the leads and splitters. The wide spaced leads were explanted (B)(4). The other leads (B)(4), were left implanted. The patient was reportedly doing well after the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50 serial # (B)(4) description: liner 3-6 50cm lead model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-3354-25 serial # (B)(4) description: 2x4 splitter w4 25cm.